Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred approximately two and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the blue hansen hose. The machine, a fresenius 2008t hd machine, failed to alarm appropriately with a blood leak alarm. The nm stated that a blood leak test strip was not used because it was obvious that a blood leak had occurred. No physical damage was identified on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak was identified, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 240 ml. The nm stated the patient¿s hemoglobin dropped from 8.5 to 7.9. However, they confirmed the patient did not develop any symptoms, experience any adverse effects, or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. Following the event, the machine that failed to alarm was removed from service and evaluated by a biomedical technician (biomed). The biomed determined that the blood leak detector was slightly out of specification and required calibration. The biomed recalibrated the blood leak detector and the machine was then returned to service.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred approximately two and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the blue hansen hose. The machine, a fresenius 2008t hd machine, failed to alarm appropriately with a blood leak alarm. The nm stated that a blood leak test strip was not used because it was obvious that a blood leak had occurred. No physical damage was identified on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak was identified, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 240 ml. The nm stated the patient¿s hemoglobin dropped from 8.5 to 7.9. However, they confirmed the patient did not develop any symptoms, experience any adverse effects, or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. Following the event, the machine that failed to alarm was removed from service and evaluated by a biomedical technician (biomed). The biomed determined that the blood leak detector was slightly out of specification and required calibration. The biomed recalibrated the blood leak detector and the machine was then returned to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.